Event description:
It was reported that this was closure of an unspecified access site using a proglide device after an unknown interventional procedure. Reportedly, per physician, it was very difficult access at start of case and a hematoma developed. The hematoma was evacuated, and manual compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to advance may include, but not limited to, calcification, anatomy variables of the patient. The patient effect appears to be related to the circumstances of the procedure. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided.